Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the 2nd device migrated toward their belly button. Patient said 2 days before surgery the corner of the ins was poking into their belly button hole. Patient said they have a skin condition. Patient said they are on their 4th ins but registration only has 2 inss registered. Ps agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.